Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred resulting in the patient requiring surgery. The physician deployed a taxus express2 2.5x20 mm drug eluting stent in the left anterior descending (lad) artery. While trying to remove the stent delivery system, the physician felt resistance; the balloon was hung up on the stent. The shaft broke inside the lad and the patient was sent to surgery to remove it. It was reported that the patient's status was unstable at the time of this report.

Event description:
It was further reported that the patient expired after being transferred to sicu. The date of death is unknown.